Event description:
It was reported that an occlusion alert occurred on the ilet, which suspended insulin delivery while the user was away from home, and the user later observed very high blood glucose reported at 499 mg/dl and addressed the situation by disconnecting, taking subcutaneous insulin by pen, and performing a full supply change after glucose normalized; following the supply change, no further occlusion alerts occurred and glucose remained stable. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia with self-management at home and no hospitalization. Investigation included review of device alerts, event logs, and user communication with troubleshooting and education provided. Investigation of this case revealed an insulin flow interruption due to an infusion set occlusion that resolved after replacement of disposable components, with no recurrence and no evidence of pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or disposable-related occlusion leading to suspended delivery, resolved by supply change.